Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri (elective replacement indicator) battery status 63.7 months after implant. The physician is dissatisfied with the longevity of the device.